Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During use of a palmaz blue stent delivery system, the surgeon felt friction when he advanced the stent into the distorted target vessel. He withdrew the stent and stopped the procedure. No adverse event on the patient. The product was returned for evaluation and analysis states that the balloon was received partially inflated. The stent was moved off original position. The stent was partially deployed. Stent marks were observed in the balloon. Additional information was received and noted that the age and gender of the patient is unknown. The target lesion location is unknown but was described as tortuous. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated. There was no difficulty tracking the device to the target lesion. It was noted that the physician did attempt to inflate the balloon and the device was in this condition when it was received for return. The lesion went untreated. There was no reported injury to the patient.

Manufacturer narrative:
During use of a palmaz blue stent delivery system, the surgeon felt friction when he advanced the stent into the ¿distorted target vessel¿. He withdrew the stent and stopped the procedure and there was no reported adverse event to the patient. The target lesion location is unknown but was described as tortuous. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty accessing the lesion with a guidewire. The lesion was pre-dilated. There was no difficulty tracking the device to the target lesion. It was noted that the physician did attempt to inflate the balloon and the device was in this condition when it was received for return. The lesion went untreated. There was no reported injury to the patient. One non sterile palmaz blue on aviator plus, 4.0mm x 15.0cm was received coiled inside a plastic bag. The balloon was received partially inflated. The stent was moved off original position. The stent was partially deployed. Stent marks were observed in the balloon. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. Insertion/withdrawal test was performed with lab sample 0.014"gw and no obstruction was noted since the gw was inserted in the tip guide wire port came out the transition seal as expected during functional testing. Insertion withdrawal test was performed with lab sample 5f bts csi, the catheter was introduced without difficulty in the lumen of the csi. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿stent ¿ offset/ out of position¿ was confirmed through analysis of the returned device. While the exact cause cannot be determined, the customer notes difficulty advancing the stent into the ¿distorted target vessel¿ and states that an attempt was made to inflate the balloon. These factors may have contributed to the stent being moved from its original position as noted in the analysis. Neither the analysis, DHR, nor the information available suggests that the tracking difficulty and stent offset could be related to the design and manufacturing process; therefore, no corrective action will be taken at this time.